Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt went through withdrawal twice because her catheter was kinked. The pt said she was scheduled for replacement surgery on (B)(6) 2011. The drug in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.